Manufacturer narrative:
Evaluation summary: the returned device exhibits wear indicative of significant use in the field. According to the manufacturing records, the device has a potential field age of over 11 years. Based on the available information, it has been determined that this instrument has exceeded its useful life. Returned item was dimensionally verified to meet print specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the plastic trial broke during surgery.